Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to embolization (micro or macro) with transient or permanent ischemia.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported in the conference presentation below: conference: 12th (B)(6) endovascular symposium; presentation title: case report of air embolism of the cerebral vessel during angiography using a 12-fr sheath. On (B)(6) 2015, the patient underwent endovascular repair of an aortic arch aneurysm. The physician elected to prepare for a self-manufactured branched endoprosthesis (retrograde in-situ branched stentgraft, or ribs) using a conformable gore® tag® thoracic endoprosthesis and deploy it proximal to the brachiocephalic artery. Prior to the deployment of ribs, the physician inserted a 12-fr gore® dryseal sheath with hydrophilic coating (dsl1228j/13647476) from the right common carotid artery, and advanced and deployed a gore® excluder® aaa endoprosthesis, contralateral leg component as a chimney in the brachiocephalic artery. The ribs was then successfully deployed proximal to the brachiocephalic artery. While the physician elected to perform intra-procedure angiography using the 12-fr sheath, a small amount of air was flowed into a cerebral artery. The angiography was completed, and the patient tolerated the procedure. On the same day after the initial implant procedure, when the patient was awaken from anesthesia, left hemiplegia and dysphagia were revealed. A magnetic resonance imaging (MRI) was run, revealing acute cerebral infarct in the right motor cortex as well as cerebellum. It was reported by the physician that during the intra-procedure angiography using the 12-fr sheath, air embolism occurred, resulting in the acute cerebral infarct. The patient received rehabilitation therapy for the left hemiplegia and dysphagia. In (B)(6) 2015, 43 days post initial implant procedure, the patient was discharged and transferred to a rehabilitation facility.